Manufacturer narrative:
One used 6 fr angioseal evolution device was returned for evaluation. No accessory components were returned. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position during typical deployment. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The IFU indicates that the user should "not proceed until you are certain that the anchor has been properly deployed". This does not appear to have been followed. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the evolution device failed to deploy foot anchor inside the artery. The following information was provided by the user facility: everything came out of the body. It was reported that the foot anchor stuck to the distal end of the angioseal sheath. It was reported that excessive pulling force was needed on every deployment of evolution closure device. Manual compression was used to achieve hemostasis. Blood loss was reported to be less than 250 cc. The patient was reported to be stable. The procedure outcome was reported to be normal.